Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that an unknown alarm occurred to a smiths medical cadd® ambulatory infusion pump. The cassette was changed out with no further problems. No adverse effects were reported.

Manufacturer narrative:
One cassette was returned for analysis in used condition without its original packaging. Visual inspection of the cassette showed no discrepancies. Functional testing included use testing. The cassette was connected and tested using a cadd legacy plus pump. The cassette was successfully attached to the pump without any alarms activating. It was also set to run without any difficulties. Based on the evidence, the complaint was unable to be confirmed.